Manufacturer narrative:
Witness statements indicate the instrument was powered on during the event. The power supply used on this instrument is fully safety-certified and equipped with over-current, over-voltage and over-temperature safety protections. Based on picture evidence of the incident, the water caused a short circuit inside the power supply, which caused excessive heating of materials inside the power supply. Examination of the picture evidence showed that the excessive heat was contained entirely within the power supply casing, with no damage seen for the cables above the power supply, indicating the heat did not damage adjacent components. The panther instrument is designed and independently safety-certified to not catch fire by utilizing fire-resistant and self-extinguishing materials. However, the instrument is not designed to be doused or immersed in water. Although the instrument was exposed to a large volume of fluid it failed safely as designed, and according to iec 61010-1 safety requirements.

Event description:
On july 16, 2025, a customer reported that a water pipe burst over the top of their panther in their lab, causing water to get inside their panther (sn (B)(6)). The panther's power supply short circuited, with customer reporting that they observed smoke and sparks that turned into a ¿mini fire¿ that extinguished itself. Customer unplugged the power cord for the panther and no further actions were required. There were no reports of injuries or health concerns due to this event. The customer's second, adjacent panther was unaffected by the incident and was assessed by a hologic field service engineer and cleared for use.